Manufacturer narrative:
The device was used in treatment. One 14f guidestar and dilator were returned for analysis. There were no presences of blood found on the sheath or the dilator. The sheath handle and sheath shaft were closely observed and there were no cracks, holes or gaps found. The sheath hemostatic valve was observed to be normal with helical cuts. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no liquid leakage was observed through the valve. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath did not leak when tested manually. The sheath met iso leakage test method requirement. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. The probable cause of leakage during use could be handling of ancillary device(s) through the sheath valve. Per manufacturing procedure non-peelable sheath and final assembly: · seals are visually inspected before use. Seals are inspected to ensure the helical center cut is present before assembly. If the seal is not properly cut the seal is rejected. Appropriate manufacturing supervisor is notified before proceeding. · seal is placed carefully into the cap ensuring the cap is fully seated. If the seal has only one recessed ring ensure that the flat side of the seal is placed in the cap. Per qa procedure destino steerable guiding sheath in-process and final inspection: sample size: 100% using a 10x microscope, visually inspect shaft body for the following criteria - sample size 100% · inspect for rejectable surface defects (dents, bumps, scratches, gouges). · inspect for wrinkles or kinks. Reject the unit if the shaft body is wrinkled or kinked. · verify the device is free of kinks when deflected in one direction. The device is rejectable if a kink is observed. · leak test is performed according to procedure, based on available leak tester. The leak test is performed by manufacturing and is observed by quality assurance personnel. The instructions for use (IFU) informs the user: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported too much air in the sheath. There was no adverse patient side effect reported. No additional information is available.